Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in a thoraco lumbar case with navigation, using a sinus process clamp on t12 with through planning, the t11 screw ended up in the spinal canal and they aborted to different instrumentation. Further information was reported as follows: this was a t10-l3 mis fusion procedure. Patient array was located at the spinus process t12. The arrays were going in and out of visibility. All 4 orbs were visible by the camera but were not being identified by the system. Arrays that were flickering were the patient array, #2 and #3 arrays. The phantom and #1 did not have issues being seen. Zig zag t10 left to t10 right top to bottom, instrumented all 6 levels. The rep accidentally mislabeled the screw planning by one level, starting at t9. Doctors acknowledged and completed the correct placement starting at t10. Dr wants to take a new spin after screw towers put in place. However, since phantom needs to be above the site of interest, but it isn't possible. Patient array nut was above where right l1 screw was supposed to go so they couldn't use navigation, they had to complete it manually overlap between the patient array and instruments so one or the other couldn't be seen camera had to be moved regularly. Patient moving legs after procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: investigation summary according to the information received, the issue with the following product: 451611000 sn (B)(6). Currently in a thoraco lumbar case with navigation, using a sinus process clamp on t12 with through planning. The t11 screw ended up in the spinal canal and they aborted to different instrumentation. The reporter was not in the case and has no further information at this time. Stated that this warranted rapid response. Investigation summary: the investigation was conducted by tpm team. The investigation confirmed the initial screw was placed in the spinal canal. It has then been removed and placed again intra-operatively, causing surgical delay. In the additional information, it was reported that the patient was able to move his legs, thus no spinal cord injury nor spinal disorder has been diagnosed after the procedure. The investigation showed that the correct log file was identified. Based on the review and analysis of log files, and following user feedback, the most probable cause of the reported issue is a skiving of instruments unnoticed by the user. The use of non-approved instruments and implants may have contributed on the implant misplacement. The use of power tool and lever arm to modify the implant trajectory within the vertebrae appears to be the main cause of the reported issue. There was no indication of device malfunction. Based on the investigation findings, no corrective and/or preventive action is proposed. The user indicated that there was no negative impact to the patient outcome and no patient harm. Root cause: the root cause of this issue is related to improper handling by the user. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review no manufacturing record evaluation required as no manufacturer or service-related issue found. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: investigation summary according to the information received, the issue with the following product: 451611000 sn (B)(6). Currently in a thoraco lumbar case with navigation, using a sinus process clamp on t12 with through planning. The t11 screw ended up in the spinal canal and they aborted to different instrumentation. The reporter was not in the case and has no further information at this time. Stated that this warranted rapid response. Results received from the engineering team: investigation summary: two issues were reported and investigated separately: issue #1: the investigation confirmed the initial screw was placed in the spinal canal. It has then been removed and placed again intra-operatively, causing surgical delay. In the additional information, it was reported that the patient was able to move his legs, thus no spinal cord injury nor spinal disorder has been diagnosed after the procedure. The investigation was conducted by tpm team. The investigation showed that the correct log file was identified. Based on the review and analysis of log files, and following user feedback, the most probable cause of the reported issue is a skiving of instruments unnoticed by the user. The use of non-approved instruments and implants may have contributed on the implant misplacement. The use of power tool and lever arm to modify the implant trajectory within the vertebrae appears to be the main cause of the reported issue. There was no indication of device malfunction. Based on the investigation findings, no corrective and/or preventive action is proposed. The user indicated that there was no negative impact to the patient outcome and no patient harm. Issue #2: the investigation confirmed "the arrays were going in and out of visibility. Arrays that were flickering were the patient array, #2 and #3 arrays. " the velys spine array base set (p/n 451611021, lot au81240175) was returned to depuy synthes for evaluation. No obvious visual defects were found. In addition, log files as well as device history records were reviewed and investigated by the r&d team. The investigation showed that the correct log file was identified and that the arrays were flickering / not visible during the procedure. The or team was able to complete the procedure by adjusting the camera position. As a result of the review of log files, one possible cause of the reported visibility issue could be the trigger of a visibility filter built in velys spine system protecting the system accuracy. This trigger could be linked to several factors (camera orientation, soil (blood) on the spheres altering their visibility, instruments or reflective items being brought close to the spheres). There were no defects found with the array and software. The user reported that there was no adverse effect on the patient¿s outcome, no harm to the patient, and no further medical intervention was needed. A CAPA is opened to monitor the subject. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Root cause: issue #1: a skiving issue incorrectly compensated has led to the placement of the t11r screw in the spinal canal. The velys spine system does not appear to be at fault. The use of non-approved instrumentation could have increased system display inaccuracy, thus increased risk of un-noticed skiving. Issue #2: a definitive root cause could not be established. A CAPA is opened to monitor the subject. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review due to positive service history, DHR review only covers the related service records. Service history record review result is relevant to the current complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant), h4. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.